Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including sepsis, bowel perforation, infection and disability; however, no details have been provided. The adverse section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. Additionally, the IFU states "if the sorbaflex¿ pdo monofilament is cut or damaged during insertion or fixation, additional complications may include bowel or skin perforation and infection." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2016, the patient presented to the hospital complaining of abdominal pain. Upon admission, the patient was diagnosed with an incarcerated incisional hernia with small bowel obstruction. On (B)(6) 2016, the patient underwent surgery which included an exploratory laparotomy, lysis of adhesions, reduction of incarcerated hernia consisting of small bowel and repair of hernia with a bard/davol ventrio hernia patch (18cm x 14cm). Following surgery, the patient remained in the hospital until (B)(6) 2016 for postoperative care. On (B)(6) 2016, the patient presented to the hospital because of a wound abscess in the abdominal wall as a result of the (B)(6) 2016 hernia surgery. Surgery was performed for debridement of the abdominal wound. On (B)(6) 2016, the patient again presented to the hospital and was preoperatively diagnosed with a chronic abdominal wound infection. Surgery was performed which was described as exploration and debridement of abdominal wound, with difficult removal of infected mesh. The surgeon noted there was an abscess with purulent material which was cultured and exposed the mesh of the ventrio hernia patch. The surgeon described that the mesh had grown into the tissue of patient, making it difficult to remove. However, the surgeon failed to remove all of the mesh, a fact which was not discovered until later in time. On (B)(6) 2018, the patient presented to the same facility complaining of the right hip pain, abdominal pain and difficulty urinating. Upon admission, it was noted that the patient was suffering from perforation of the intestine, severe sepsis with septic shock and cutaneous abscess of abdominal wall. Additionally, following findings were made regarding the patient¿s condition: a) pneumatosis intestinalis involving loops of small bowel in the right side of patient¿s abdomen, b) air in branches of the superior mesenteric vein, c) intraperitoneal free air predominantly in the right side abdomen, d) large midline ventral hernia measuring approximately 14.2 cm in transverse dimension and containing loops of small bowel, e) ventral hernia over the right lower quadrant of patient¿s abdomen measuring up to 6.7 cm in transverse dimension and containing a loop of small bowel, f) ventral hernia just to the right of midline measuring approximately 3.7 cm in transverse dimension and containing a small bowel, g) 3.1 cm x 10 cm x 5.5 cm air fluid collection in the subcutaneous tissues of the right anterior abdominal wall, which may represent an abscess, h) extensive soft tissue emphysema and cellulitis involving in the right anterior abdominal wall, I) postoperative changes from a total colectomy and lower quadrant ileostomy, and there was a parastomal hernia containing loops of small bowel, j) moderate-sized fat containing right inguinal hernia and a small fat containing left inguinal hernia, k) bilateral nephrolithiasis and l) splenomegaly. In light of aforementioned conditions, the patient was transferred to another facility for emergency treatment and underwent surgery for an incarcerated hernia and small bowel perforation, which included the following procedures: exploratory laparotomy, debridement of abdominal wound, lysis adhesions, resection small intestine, application vac dressing and revision ileostomy. During this surgery on (B)(6) 2018, it was discovered that there was additional mesh from the ventrio hernia patch inside patient¿s intestines and abdomen region, which was causing the patient¿s injuries. It is also alleged that the patient sustained injuries, some of which may be permanent in nature including bruises, contusion and other injuries in or about nerves, muscles, bones, tendons, ligaments, tissues and vessels of the body, nervousness, emotional tension, anxiety and depression, great pain, suffering, mental anguish, emotional and psychological trauma. It is also alleged that the device was defective.